Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2108898: (B)(4) items manufactured and released on 09-sep-2021. Expiration date: 2026-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 1 year 3 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.